Manufacturer narrative:
Pump passed displacement, and self tests. However, software error detected alarm is found in the pump history due to a problem that requires hardware analysis and an unexpected hardware reset occurred alarm is found in the pump history files as well.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customers blood glucose level was 260 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.